Event description:
During service inspection at the manufacturing facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During service inspection at the manufacturing facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of a bias current message during testing was confirmed. The device had a corroded motor assembly.

Manufacturer narrative:
Device evaluation in progress.